Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to claim no audio output on (B)(6) 2015. At the time of contact the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for investigation. The device passed both external and internal visual inspection. A review of the receiver data log found no errors related to the customer complaint. However, the device failed global receiver functional testing. The customer complaint was confirmed. The root cause was determined to be defective speaker assembly.